Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No scroll bar and ramping numbers without button press noted during testing. The insulin pump had cracked on reservoir tube lip, cracked battery tube threads, cracked belt clip slot and scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the numbers were ramping on their own and the scroll bar was moving without input. The customer's blood glucose was 539 mg/dl at the time of incident. The customer stated that she have not treated the high blood glucose at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.